Event description:
Phaseal optima vial protector did not equalize pressure when compounding vinblastine. Technician added 10ml of air, however immediately shot up with 7ml of air. Device lot: 2502706.